Event description:
Rv lead revision diaphragmatic stimulation. Pain with pacing. Pacemaker manufactured by st. Jude. Case: (B)(4), sr (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).